Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During a procedure, air was aspirated into the syringe that was connected to the extension port of the sheath after inserting the sheath into the patient, prior to inserting catheters. The sheath set was replaced and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
One braided swartz¿ introducer, sl0¿. 8f, 63cm was received for investigation. The reported event of a leak could not be confirmed. The sheath passed pressure and aspiration leak testing with no anomalies observed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported leak remains unknown.